Manufacturer narrative:
Approximate age of device - 2 year, 6 months. The device was not explanted. A review of the device history records revealed the device met applicable specifications. A correlation between the device and a root cause for the driveline infection could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event associated with use of the left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015. The cause of expiration was noted as "withdrawal of care, secondary to recurrent drive line infection." An autopsy was not performed and the pump was not explanted. It was reported that the driveline infection originally presented in (B)(6) 2013. On (B)(6) 2013, the patient had an incision and drainage with wound vac placement and was treated with IV antibiotics. Between approximately (B)(6) 2013 and (B)(6) 2013, the patient presented with recurrent driveline infections with serratia marcescens and enterobacter cloacae that were treated with antibiotics and daily dressing changes. In (B)(6) 2013 the patient was hospitalized for worsening of the driveline infection that was polymicrobial: (B)(6), pseudomonas aeruginosa and beta-hemolytic (B)(6). The patient was treated with IV antibiotics. The patient had recurrence of serratia marcescens and enterobacter cloacae. The patient was prescribed ciprofloxacin to be taken indefinitely as the organisms demonstrated a sensitivity to ciprofloxacin. However, the patient reportedly had been non-compliant with taking the antibiotics.